Manufacturer narrative:
Cmp-(B)(4). Implant date: the patient was noted to have been implanted in 2012. Concomitant medical products: unknown articular surface, catalog #: unknown, lot #: unknown. Unknown tibial tray, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-02469, 0001822565-2018-02142, 0001822565-2018-02143.

Event description:
It was reported from the patient that she has pain, instability, fallen several times and ambulates with a cane. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, this event will be reported under MFR# 0002648920-2018-00436